Manufacturer narrative:
Filing correction report as this is an OEM product.

Event description:
It was reported that the field representative called for review of device data. Technical services reviewed the presenting electrogram (egm) and found there was right ventricular (rv) loss of capture. Additionally, there was a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar due to high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The patient did experience dizziness and lightheadedness. Technical services recommended performing an in-clinic evaluation on the rv lead. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the field representative called for review of device data. Technical services reviewed the presenting electrogram (egm) and found there was right ventricular (rv) loss of capture. Additionally, there was a lead safety switch (lss) which switched the pace/sense configuration from bipolar to unipolar due to high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The patient did experience dizziness and lightheadedness. Technical services recommended performing an in-clinic evaluation on the rv lead. At this time, the lead remains in service. No adverse patient effects were reported.